Event description:
Product analysis was completed on 12/10/2015. It confirmed a visibly damaged 'usb connector' receptacle on the tablet with bent connector pins. The exact cause is unknown but appears to be a user-related event. However, the port could still be used for communication in the course of testing. Review of the tablet device history record confirmed that the tablet was functioning as intended during manufacture. Based on the available information, the damage likely occurred after distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a tablet was received by a company therapeutic consultant had a damaged usb port. The portions of the usb connector within the port on the tablet reportedly do not mechanically permit connection to the wand serial adapter. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The tablet was returned and is pending product analysis.